Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The pin 2 of connector j2 was bent, preventing the battery from powering a monitor. The root cause for the bent connector pin could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.